Event description:
The customer reported that about 20 ml of blood had leaked from the coulter lh 780 hematology analyzer; the instrument was also recovering differential vote outs in connection with the leak. There was no biohazard exposure to open wounds or mucous membranes. No erroneous results were generated.

Manufacturer narrative:
The fse confirmed the leak; tubing from t-fitting to diff mixing chamber was worn and was replaced, resolving the leak and the differential vote outs. (B)(4).